Event description:
It was reported that sterilizable battery was defective due to overheat issue. Attempts have been made and no further information has been provided. This event is related to a malfunction that could potentially lead to a serious injury. However, no patient harm or further outcome was reported.

Manufacturer narrative:
(B)(4). Upon receipt, the device does not have power due to overheat. DHR review was performed. Device was twenty-eight months old and is not out of box failure. Review of the device history record identified no anomalies or deviations during manufacturing related to the reported event. Device is used for treatment. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.